Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2003. Patient's legal counsel further reported patient allegations of pain, discomfort, inflammation, loss of range of motion, metal poisoning, metallosis and elevated metal ion levels. Subsequently, patient underwent a revision procedure on (B)(6) 2008. Additional information received from patient operative (op) notes reports patient was revised due to pain. Patient revision op report notes the presence of a boggy bursa, collection of cloudy joint fluid with small floating bodies, necrotic tissue, necrotic abductor tendon, evidence of chronic inflammation, and lymphocytic infiltration. Op report further notes the abductor musculature was degloved from the greater trochanter, and the trochanter was exposed posterior to anterior without attachment of the gluteus medius or minimus. The modular head and acetabular liner were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-04025 & -08737).